Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the returned product. Process evaluation was also completed on the lot number provided. The stereo microscope investigation revealed tensile cracks. Further observation determined there were no indications of material or manufacturing defects. During the investigation the product lot number provided was reviewed in the device history records. The DHR review showed no discrepancies or anomalies. The results of the investigation conclude that the root cause for breakages were due to mechanical overload on the device. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up will be submitted.

Event description:
The distractor broke right where the cardanic extension connects to the distractor. Distractor body is still implanted in the patient.